Event description:
It was reported that this inflatable penile prosthesis (ipp) presented spontaneous deflation issues and sticky pump due to a capsule around the component. A revision surgery was performed to remove and replace the pump. No further patient complications were reported.